Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "when infusing acetadote, the pump infusion rate read 129 per hour with the correct volume; however noted the 500ml bag was nearly empty within 1.5 hours. Infusion stopped and restarted on a different pump at the same rate and then flush bag at same rate to complete infusion". There was no report of patient harm.